Event description:
Review of device programming history identified that high impedance was observed for this patient's vns system. The device was not disabled following the high impedance. No known surgical interventions have occurred to date.

Event description:
Programming history was received, and the patient continues to have high impedance. The impedance values are intermittent. During system diagnostic tests, the patient's impedance was noted to be good on two days ((B)(6) 2019, (B)(6) 2019). All other days, impedance was high. As no intervention has occurred to resolve the lead issue, high impedance values are expected. No additional, relevant information has been received to date.

Event description:
The patient¿s generator was replaced as it the battery was at intensified follow up indicator, however the family was adamant that they did not want to replace the lead. High impedance was seen on the day of generator replacement. The patient's family stated that the patient had high impedance for the past six years, however high impedance was not seen in programming history until five years ago. No other information has been received to date.